Event description:
It was reported that balloon rupture occurred. Following stent implantation, an nc emerge balloon catheter was advanced for post-dilatation. However, upon inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.